Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization. The customer's blood glucose was 500mg/dl at the time of incident. Trouble shooting was performed and found hospitalization due to high blood glucose of 500 and diabetic ketoacidosis. Customer couldn't hold anything down and was dehydrated problems breathing, and vomiting. Customer was treated with IV and in intensive care for 24 hours. Customer stated that they were 109mg/dl at a lunch and guessed the sugar shot up because the insulin pump wasn't delivering the insulin from that point. It was found device was not delivering insulin. Trouble shooting was not completed and customer will remain disconnected from the insulin pump. The insulin pump will not be returned for analysis.